Event description:
It was reported to boston scientific corp that a radial jaw 4 single use biopsy forceps large capacity device was used during a procedure performed on (B) (6)2009. According to the complainant, resistance was encountered while advancing the forceps through the scope working channel. The procedure was completed with the same radial jaw 4 single use biopsy forceps large capacity device. There were no pt complications reported as a result of this event. Add'l info provided by the site indicated that when the scope damage was investigated, an unk piece of the forceps was found. However, the site ensured that no device fragments had separated into the pt during the procedure.

Manufacturer narrative:
The device has been received for analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).